Manufacturer narrative:
Sections with additional information as of 06-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: most likely underlying root cause was changed from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-62: user had poor technique".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 279, 120 and 113 mg/dl. The customer was unsure of his expected blood glucose test result range but stated he has been obtaining results around 170 mg/dl fasting. Customer was not using proper testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/26/2020 and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: (B)(6).